Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device patient/consumer.

Event description:
It was reported that the pump was alarming remove and reattach the cassette. No patient injury was reported.

Manufacturer narrative:
The catalog number was incorrect, in the initial report. The model number was not provided, in the initial report. Evaluation codes method, evaluation codes result, evaluation codes were incorrect in the initial submission. No product was returned. The device manufacturer date was not provided, in the initial report.